Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurements of less than 200 ohms, resulting in an automatic safety switch from bipolar to unipolar. Oversensing of noise on the ra channel was also evident on presenting and stored electrograms (egms). In-clinic review for further evaluation of the ra lead was recommended. It was noted rv lead measurements appeared stable. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurements of less than 200 ohms, resulting in an automatic safety switch from bipolar to unipolar. Oversensing of noise on the ra channel was also evident on presenting and stored electrograms (egms). In-clinic review for further evaluation of the ra lead was recommended. It was noted rv lead measurements appeared stable. No adverse patient effects were reported. This lead remains in service. No additional information has been provided to date. Should additional follow-up information be received in the future, an updated report will be issued as needed.